Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the dimensions of the bivona customer tube were in correct. The following issues were noted: length 60mm instead of 50mm, thickening at the level of the fenestration (8.0 instead of 7.3 mm). No patient complications were reported in connection with this incident.